Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed. There are warnings in the package insert that these types of events can occur and risks are addressed in risk documentation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions were required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant product: zimmer m/l taper prosthesis femoral stem p/n 00771101100 l/n 00115922. Multiple MDR reports were filed for this event. Please see associated reports: 0002648920-2017-00303, 0001822565-2017-03308. Report# mw5068765.

Event description:
It was reported that a patient underwent a revision procedure six years post-implantation to unknown reasons. Mechanically assisted crevice corrosion (macc) occurs at the metal/metal modular junction in total hip replacements and can lead to local tissue reaction in patients with metal-on-polyethylene to total hip replacement. Attempts to obtain additional information have been made; however, no more is available.